Manufacturer narrative:
The evaluation revealed the broken im reamer head to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 1,5 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, dimensional or manufacturing related issues were found. The reported event was confirmed; both pegs of the dovetail connection were found completely broken off. The breakage surfaces and lines indicate that one peg broke completely in a fatigue fracture; the other peg broke initially in a fatigue fracture and finally spontaneous in a forced gliding fracture. The evidence of the fatigue fracture indicates that most likely the pegs were already damaged during previous surgeries. The root cause of the breakages could not be determined exactly, most likely the pegs got in contact to deformed guides wire during several usages. Due to hitting the wire the pegs were overloaded several times over a longer period and finally they got broken. Additionally several dents and deformations were found on all cutting edges due to hitting metal. The cutting performance was most likely influenced. The IFU contains that only sharp reamers shall be used, every instrument has to be checked regarding its functionality prior usage and that the design of the products shall not be modified in any way (i.e. Deforming guide wires). All instruments shall be handled with care to avoid damages. The customer reported the reamer fractured and left some debris into the patient. Most likely both pegs remained within the bone marrow channel. A similar case was evaluated by a health care professional. According to him the broken part is fully inside the marrow cavity without irritation of surrounding bone structures. The fragment is made from a material with proven good biocompatibility. The patient should be informed that this fragment may have ferromagnetic features which may have impact in the case of an MRI examination. Otherwise, the event does not cause any significant harm to the patient and should be left in situ lifelong. Because no manufacturer related issues were found during the evaluation the case is attributed to an inadequate usage (user related). Review of complaint history, CAPA databases, risk analysis and labelling did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
The nurse at the operating room reported by fax the following event: at the emergencies, the extremity of a reamer fractured and left some debris into the patient. There was no surgical delay, surgeon indicated that the metallic particles not retrieved, and there are no x-rays available. The extremity of the reamer fractured when retrieving the reamer, during the last step of the surgery and has been recovered with the guide.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The nurse at the operating room reported by fax the following event: at the emergencies, the extremity of a reamer fractured and left some debris into the patient. There was no surgical delay, surgeon indicated that the metallic particles not retrieved, and there are no x-rays available. The extremity of the reamer fractured when retrieving the reamer, during the last step of the surgery and has been recovered with the guide.